Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a stent deployment procedure performed on (B)(6) 2013. According to the complainant, after unpacking, the physician attempted to advance a polaris ultra stent but the physician was not able to advance the stent because he found a crack on the pigtail of bladder side while the stent was advanced on the guidewire through the scope towards the patient. The procedure was completed with a different company's sample device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.